Event description:
In 2001 a physician left a voice mail message stating that during a colonoscopy procedure the "up/down angulation snapped". He further explained that the scope was "fixed in an angulated position" but fortunately he was able to remove it without any injury to the patient. The doctor expressed his concerns that this situation presents a patient care (safety) issue. He also stated that he would be submitting a medwatch form to the FDA.